Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with back pain and underwent anterior lumbar interbody fusion at l5-s1. Post-op, the patient was diagnosed with left l5 screw position is medial seen on CT scan and left leg l5 distribution pain as an adverse event. As a result, an additional surgery in the lumbar spine and prolongation of existing hospitalization was reported.